Event description:
(B)(4). Same patient as MDR ID#: 2134265-2012-04677, 2134265-2012-04676. It was reported that following a coronary artery stenting treatment procedure, the patient had unstable angina and in-stent restenosis. In (B)(6) 2008, the patient presented with chest pain associated with shortness of breath on exertion and uncontrolled blood pressure. The patient was diagnosed with stable angina (ccs class 3) and cardiac catheterization was recommended. The target lesion was located in the proximal right coronary artery (prox rca) with 90% stenosis and was 12mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with pre-dilation and placement of a 2.75x16mm taxus express2 stent. Following the stent deployment, type a dissection was noted at the proximal edge of the stent. This was treated with the placement of an overlapping 2.75x16mm taxus express2 bail-out stent with 0% residual stenosis. It was noted there was a ''significant plaque shift into the right ventricular marginal branch along with the jailing of this vessel.'' However, there was timi 3 flow and the patient had no complaint of angina. Hence this vessel was not wired and ballooned. In addition, a non-target lesion in the 1st obtuse marginal branch (om1) was treated with a 2.00x15mm non-bsc bare metal stent. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with chest pain and was hospitalized on the same day. Coronary angiography revealed 40% in-stent restenosis of the study stent. The patient was recommended medical management and risk factor management. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).